Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during an anterior cruciate ligament (acl) repair two of his biointrafix tapered screws broke. The surgeon first used the larger screw but it was too large and it broke upon insertion. He then used the smaller 7 x 30mm screw but was off axis, applied too much torque and as he turned he hand the second screw broke at the distal end. The surgeon fully removed all the broken screws pieces. The surgeon completed the procedure with a third anchor in the same bone hole as the previous two with no patient consequences or delay. The patient was a (B)(6) male with no medical conditions. The patient had no prior surgeries and had decent bone quality. Please see also medwatch report 1221934-2018-50942.